Event description:
Caller reported two incidents of hyperglycemia requiring professional medical treatment. On (B)(6) 2014, she was not feeling well and had a test result of 390 mg/dl on her accu-chek performa combo. She went to emergency room. On (B)(6) 2014, she had a test result of 520 mg/dl on her accu-chek performa combo. She went to emergency room. At the emergency room, she had a result of "hi" obtained with an unspecified hospital meter. Patient made no allegation against the insulin delivery system and stated that the doctor asked the patient to increase the basal insulin dose but she did not make the change because she is concerned about having hypoglycemia. No product will be returned for devaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not returned.